Event description:
It was reported that a healthcare provider experienced difficulty attaching a luer connector to the cartridge, and the issue resolved when a new luer connector was used, indicating a connector attachment problem associated with the connector component. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no hospitalization. Investigation included device history review not performed, user interview, and troubleshooting and education conducted with the healthcare provider. Investigation of this case revealed an inability to attach the connector that was not reproducible with a replacement connector. It was concluded that the event was attributable to a device component failure of the luer connector with no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.